Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow-up report will be submitted.

Event description:
Received information stating customer received an occlusion alarm. Reportedly customer blood glucose level was high.